Manufacturer narrative:
Further information was requested but not yet available. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, decreased pacing impedance and noise resulting in oversensing were noted on the right ventricular (rv) lead. The event is anticipated to be resolved by explanting and replacing the rv lead. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular (rv) lead. During the procedure, insulation damage was observed.

Manufacturer narrative:
The reported events of decreased pacing impedance, sensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found a break in the insulation, the ring electrode lumen was breached/damaged with the etfe cable coating of both ring electrode cables abraded/damaged and the ptfe liner was abraded/damaged exposing the inner coil due to clavicle crush forces. The cause of the reported events was isolated to the exposure of the ring electrode conductor cables and the exposure of the inner coil due to clavicle crush forces.